Manufacturer narrative:
A root cause could not be identified. Based on the results of the investigation, the most likely cause of the e315 error message and no image was corrosion of the scope connector. The most likely cause of the burned distal end plastic cover was component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
The customer returned the gastrointestinal videoscope to the service center for a separate issue. During device analysis, the service technician identified that the device had a burn on the distal end plastic cover, there was no image displayed, and an e315 unsupported scope error message was displayed. There was no patient involvement.